Event description:
The hospital stated that the fail to cycle occurred in bed 3 in the intensive care area. There were no error codes stored but the ventilator did alarm. The ventilator was turned off the on and it operated fine and placed back on the pt. The setting on the ventilator at the time of the event were vt 500, ac of 22. 50% oxygen, peep +10 cm h20, pressure augmentation of 30 cm h2o.